Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel (device #3) used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #3). An additional emdr was submitted to represent the bard/davol bard flat mesh (device #1) and composix e/x (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008, (B)(6) 2009 and (B)(6) 2015 the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #1), an unspecified bard/davol composix e/x (device #2), or an unspecified bard/davol composix kugel (device #3). On (B)(6) 2009, (B)(6) 2010, (B)(6) 2015: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard flat mesh (device #1), composix e/x (device #2) and the composix kugel (device #3). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
This is an addendum to the initial MDR to document the revised information provided by the patient's attorney, which indicates that a bard/davol composix kugel mesh was not one of the 3 bard/davol mesh devices implanted into the patient. Therefore, we are revising the reporting of device #3 as a bard flat mesh. The attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #3). An additional emdr was submitted to represent the bard composix ex (device #2), and the bard flat mesh (device #1).

Event description:
As originally reported by the patient¿s attorney: on (B)(6) 2008, (B)(6) 2009 and (B)(6) 2015 the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #1), an unspecified bard/davol composix e/x (device #2), or an unspecified bard/davol composix kugel (device #3). On (B)(6) 2009, (B)(6) 2010, (B)(6) 2015,(B)(6) 2015, (B)(6) 2015, and (B)(6) 2015, the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard flat mesh (device #1), composix e/x (device #2) and the composix kugel (device #3). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Aug 2018 addendum based on revised information provided by the patient¿s attorney: on (B)(6) 2008, (B)(6) 2009 and (B)(6) 2015 the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #1 & device 3) or an unspecified bard/davol composix e/x (device #2) on (B)(6) 2009, (B)(6) 20010 and (B)(6) 2015 the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard flat mesh (device #1 & device #3), and the composix e/x (device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."